Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had an issue with their infusion set. The customer stated the tubing got stuck. Blood glucose value was 400 mg/dl at the time of the incident. Troubleshooting was not performed and the customer was advised to contact healthcare provider for emergency prescription. Nothing will be replaced or returned.